Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and brachial plexus stimulation. It was reported that the patient had an infection at the lead and the ins. The rep stated that they met with the patient in post operation and inquired about the removed system. The rep was informed that they patient had an infection and the device was removed (B)(6) 2017. The rep stated that they usually bring in the patient within a week of infection. No further complications were reported or anticipated. No device allegations were made.